Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected h6 proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left hip arthroplasty with plate, screw and cerclage fixation of the left femur. Femoral implant subsidence on the image as noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2; foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 10 months and 23 days post implantation due to pain and stem subsidence. Cpt and trilogy implants were revised to arcos/g7 implants. There is no additional information at the time of this report.